Manufacturer narrative:
(B)(4). Bd had not received samples, but a photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for damaged hub with the incident lot was observed. Examination of photo, revealed melted hub gate. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with 3 bd vacutainer® precisionglide¿ multiple sample needle the hub was discovered to be damaged. There was no report of patient impact. The following information was provided by the initial reporter: customer found damaged hub on needle when he opened the cap.